Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 2.3, lab: 4.3; (B)(6) /2012, 2.2, 3.4; (B)(6) 2012, 2.0, 2.9. Therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.